Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by elsevier inc. Titled ¿mid-term outcomes of autologus bridging of rotator cuff tears with an autologous tendon patch (tear patch).¿ the study reviewed forty-four (44) patients who underwent shoulder procedures for rotator cuff lesion using arthrex corkscrew devices. Four (4) patients were documented to have experienced infection resulting in a revision surgery and five (5) were documented to have complete failure of the tendon patch during the twenty-four (24) month follow-up period. Ref: albers, s., et al. (2023). "Mid-term outcomes of autologus bridging of rotator cuff tears with an autologous tendon patch (tear patch)." J shoulder elbow surg.